Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient had an open heart surgery for a valve. However, during extract, the physician broke all three leads. This right atrial (ra) lead was explanted. No additional adverse patient effects reported.